Event description:
King septems ref number lad-304 lot number: k120619. King septems reference number: lad-303 lot- k120618. Products labeled as sterile but color change indicators do not reflect sterility. Spoke with (B)(6) office, coordinator who instructed that the office would not collect the products. As such, we have returned them to the MFR.